Manufacturer narrative:
(B)(4). The complaint device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A manual drop test was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. However, a root cause cannot be determined for the reported intermittent audio output or hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event on (B)(6) 2015, and their receiver was having intermittent audio output. Patient drank juice, took glucose gel, and called an ambulance. Paramedics checked the patient's blood glucose values and determined that after drinking juice and taking the glucose gel that the patient's levels were normal and the patient did not need to go to the hospital. No additional event or patient information is available.